Event description:
It has been reported that the AED did not pass self diagnostic check.

Manufacturer narrative:
(B)(4).

Event description:
It has been reported that the AED did not pass the self diagnostic check. There wasn't any negative patient impact.

Manufacturer narrative:
(B)(4).